Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had communication error codes e216 and e315. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the scope communication errors e315 and e216 and was sent out of caution. However, these were found to be non-reportable.per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.